Event description:
Two endeavor sprint drug eluting stents were implanted during index procedure; one in the lad and one in the ramus. It is reported that the patient suffered ischemia/mi and subsequent revascularization approximately 42 months post index procedure. Investigator assessed the relationship of the study device to the event to be unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).